Manufacturer narrative:
Results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 30 months ago. Vessel morphology from the time of implant was not reported. It was reported that during a routine follow-up CT revealed the stent graft to have migrated 1.5 cm distally below the renal arteries with a proximal type I endoleak present. The stent graft was originally implanted directly below the level of the renal arteries. Currently the aortic neck measures 26 - 27 mm in diameter about the stent graft. The stent graft migration was attributed to disease progression that led to aortic neck dilatation. The decision was made to address the stent graft migration / endoleak with an endurant cuff which resolved the migration and type I endoleak. The patient is fine. No additional clinical sequelae were reported.